Manufacturer narrative:
Submit date: 2017-06-27.

Event description:
The customer states that three feeding bags leaked when they are connected to the enteral feeding formula.

Manufacturer narrative:
A device history record could not be performed since the lot number was not provided. One used sample was for evaluation. During visual inspection it was observed that the cross spike was detached from the tubing. The reported issue was confirmed. A possible root cause for detachment could be a dimensional gap between the connector and the tubing provoking leaking or detachment if the tube or connectors are pulled incorrectly or with unintentional excessive force. A formal corrective and preventative action investigation was opened at the manufacturing site to improve the dimensional gap between the cross spike connector and tubing. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 2017-06-27. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that three feeding bags leaked when they are connected to the enteral feeding formula.